Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) device was received for evaluation; (B)(4) event was confirmed during testing. The device was found to be affected by high impedance. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation and also ran on. There was no patient involvement; no patient impact.